Event description:
It was reported, the patient was scheduled for a revision procedure. It was stated, there were stimulation or therapy issues and there were no patient symptoms or injuries related to this event. The revision is scheduled for (B)(6) 2013. No other information was reported. Additional information has been requested and, if additional information is received, a supplemental report will be filed.

Event description:
Additional information showed the reason for the lead revision was infection and lack of therapeutic efficacy. Symptoms were unknown. Following the revision, the patient's condition was reported as "good." The manufacturer's device registration system indicated the lead and battery were replaced.

Event description:
Additional information received reported that cultures of the infection were taken. The patient was given antibiotics. No further details were provided.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v568048, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# v568048, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).